Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that a second universal modular electric/battery single trigger handpiece was retrieved to continue a surgical procedure. When connected to the battery, the handpiece did not work. It was connected to the electric console, but the handpiece would not turn on. A third device was retrieved to complete the case. When the battery was attached, the device did not function. However, the power source was switched to electric console and the hand piece worked appropriately to complete the procedure. This report is associated with medwatch # 803100-2013-00251 for the initial universal handpiece used in this case.